Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000668, g7 pps ltd acet shell 62h, lot#: 6575248. Catalog#: 010000860, g7 neutral e1 liner 36mm h, lot#: 3743856. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04743 0001825034-2019-04744

Event description:
It was reported that the liner would not engage in the shell. Two liners were attempted. Shell was replaced and third liner fit into place with no problem noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with product received. Visual inspection for liner found pitting near the apex of the liners radius and near the barb. The barb has been scraped such that poly strands protrude from the liner in multiple locations. Indentations are present on the rim along with a screw hole. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.